Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter phone number: (B)(6). (B)(4).

Event description:
It was reported by the affiliate via email that the healix advance br w/o cord broke into multiple (4+) pieces and had to be removed from the joint during rotator cuff repair. Implantation was not possible. It was noted by the handler that no torsional forces were put through the anchor and that the bone was not particularly hard. The implant was only subjected to minor forces required at the initial implantation stage of the device. Around half the implant had been seated in bone when the implant broke apart. The pieces were removed with graspers and the hole was reused by reinserting the awl and placing another implant of the same type. Around 2mm of the distal tip of the previous implant was irretrievable. There was a 5 minute delay to the procedure. No adverse consequences has been reported to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was noted that the complaint device is not returning. Therefore a physical evaluation of the product cannot be performed. It was noted by the handler that no torsional forces were put through the anchor and that the bone was not particularly hard. The implant was only subjected to minor forces required at the initial implantation stage of the device. Around half the implant had been seated in bone when the implant broke apart. However, the information provided is not sufficient to determine a root cause nor were pictures provided. Furthermore, a non-conformance search was conducted for this part (222295) with lot number (l991788) combination and no non-conformance were identified. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).